Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test.

Event description:
Customer reported via phone call that the reservoir compartment was broken. Customer's blood glucose went from 52 mg/dl to 600 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.